Event description:
Following pm and non-conformity of the monitor in the room (flexvision to be replaced. It has been reported to philips that, flexvision monitor was not working. System was in use, but it is unknown how the procedure was completed. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use and it was under preventive maintenance when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor's performance test was out of tolerance. The field service engineer replaced the flexvision monitor. After replacement of the flexvision monitor, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Though, the monitor's performance test was out of tolerance; the customer did not complain about the monitor's quality and system continued to work normally. Therefore, the monitor's performance test which was out of tolerance is not likely to cause or contribute to a serious injury or death. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.